Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that while the nurse was pulling the cart closer to the patient, the wheel of the cart broke off. The patient was not injured due to the nurse being between the patient and cart. The nurse was hit by the cart when the wheel broke off. There was a delay of about 5 minutes to get a replacement cart. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing nonconformity ((B)(4)). Too much equipment. Loose / broken wheels . Damage during shipping /handling . Use error .

Event description:
It was reported that while the nurse was pulling the cart closer to the patient, the wheel of the cart broke off. The patient was not injured due to the nurse being between the patient and cart. The nurse was hit by the cart when the wheel broke off. There was a delay of about 5 minutes to get a replacement cart. The procedure was completed successfully.